Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked at the opening of the battery compartment extending down to the primary seal. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. No power issues occurred during investigation. There was no evidence of moisture damage in the battery compartment. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded and discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive. There was no damage observed to the audio bolus button cover. The audio bolus button cover was removed and the internal plug was found to be misaligned and contamination was present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).